Event description:
Device failed and alarmed -visual and audible- while on the pt. Staff responded immediately to the alarm and found the pt struggling for breath. O2 saturations were diminished. The ventilator was noted to be reading no -zero- exhaled tidal volumes. The pt was placed on a new vent at the same ventilator settings. Pt fully recovered and was resting comfortably.